Event description:
A (B)(6) female patient contacted zoll customer support to report that her monitor would not power on. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (will not power on) is being investigated. Upon investigation the monitor was resetting. The cause for the resets was unable to be positively determined. A root cause investigation is underway. A supplemental report will be submitted upon completion. No adverse event resulted from the defective response button. The patient received a replacement monitor.